Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button intermittently not responding when pressed. The pt claimed that the keypad buttons feel soft to the press; however, keypad still intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.